Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37153 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. External visual inspection of the balloon segment was performed. No anomalies were identified. The balloons and sleeve are all intact with no apparent issue. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 18 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During the inflation phase, the kinked guidewire lumen was visible leading to the dissection of the catheter. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.8 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation surgery, the balloon catheter was unable to completely isolate the pulmonary vein potential. The procedure required the replacement of the balloon catheter with an to successfully isolate the pulmonary vein potential. The operation was successfully completed. No patient complications have been reported as a result of this event.